Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-00644. It was reported the patient experienced sudden onset of pain at the lead strain relief site located behind her ear. When patient increases stimulation to the lead, the pain behind her right ear increases in severity. Impedances were found to be normal, and x-rays revealed no migration. Topical ointment for pain prescribed by the physician did not alleviate the patient¿s unwanted symptoms. As a result, the patient underwent scs system explant.